Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected. This event did not involve a product problem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ events occurred in the (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left elbow arthroplasty procedure. Subsequently, the patient has been indicated for revision due to periprosthetic fracture at the tip of the ulna component. Attempts have been made and additional information on the reported event is unavailable at this time.